Event description:
Medtronic received information that 2 years and 7 months following implant of this transcatheter bioprosethetic valve that the patient had been hospitalized for ascites around the liver and had 10 liters of fluid removed by way of paracentesis intervention. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).